Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018; product type catheter; ubd: (B)(6) 2015; UDI: (B)(4). Of note, only the pump was returned for analysis. Analysis results were not available at the time of this report.

Event description:
The pump was returned to the manufacturer for analysis. As per the device manufacturer's device registry, the pump and catheter were both replaced on (B)(6) 2018.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013,, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving baclofen, 1500 mcg/ml concentration at approximately 750 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and spinal cord injury/ spinal cord disease. It was reported that during refills dating back to (B)(6) 2017, pump had more drug in reservoir than expected and patient reported getting limited benefit from the therapy. Environmental/external/patient factors that may have led or contributed to the issue were unknown. The hcp conducted a dye study on this report date. The catheter appeared patent with no visible leaks or disconnections. There was a good spread of dye in the intrathecal space as well. However there seemed to be a significant kink just below the original insertion site. Patient would be referred for consideration of catheter replacement. At the time of this report, the issue was not resolved and patient status was alive-no injury. Surgical intervention was planned but no scheduled. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp) via manufacturer representative (rep). It was reported that the hcp/clinic did not share specific details for the exact volume of actual reservoir volume (arv) and expected reservoir volume (erv) in (B)(4) 2017. The cause of catheter kink was not determined. Patient was referred to different hcp for catheter replacement. The catheter kink/limited benefit event had not been resolved at this time. The intervention had not been scheduled. No further complications were reported.